Event description:
Patient's grandmother contacted dexcom technical support on (B)(6) 2014 to report an adverse event on (B)(6) 2014. Patient's grandmother stated that the patient experienced a hypoglycemic event that resulted in seizures and was taken to the hospital. Patient's grandmother further reported that while at the hospital, they discovered that the sensor pod was not attached to the patient and they were unable to locate the device in their vehicle or at the patient's daycare. At the time of contact, the patient was doing okay.

Manufacturer narrative:
(B)(4).